Event description:
It was reported the clinic interrogated the patient¿s implantable cardiac monitor after the patient¿s death and no episodes were present. The clinic reported expecting to see information as an asystole event occurred but no episodes appeared. The device was interrogated a second time and two episodes were present.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.